Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds and high output on the lv channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.